Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in inappropriate shocks (ias) to this patient. The smart pass feature would not turn back on. Additional ias in secondary and primary vectors were observed, due to t wave oversensing. This s-ICD therapy was programmed off and this patient was put onto a lifevest. Rescreening was then performed which all vectors failed. This s-ICD was moved right sided and the r waves were too small; screening failed once more. It was noted that something had appeared to have changed with this patients cardiac status since implant, leading to the change in r wave amplitude. The plan is for this s-ICD system to be replaced with a transvenous system. At this time, this electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in inappropriate shocks (ias) to this patient. The smart pass feature would not turn back on. Additional ias in secondary and primary vectors were observed, due to t wave oversensing. This s-ICD therapy was programmed off and this patient was put onto a lifevest. Rescreening was then performed which all vectors failed. This s-ICD was moved right sided and the r waves were too small; screening failed once more. It was noted that something had appeared to have changed with this patients cardiac status since implant, leading to the change in r wave amplitude. The plan is for this s-ICD system to be replaced with a transvenous system. At this time, this electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.